Manufacturer narrative:
The proximal segment of the lead was returned measuring approximately 123 millimeters (mm) of insulation with the conductor coils extremely stretched. The anode conductor coil was stretched to approximately 245 millimeters (mm) and appeared to be pulled to the point of fracture. The cathode conductor coil was stretched to approximately 240 millimeters (mm) and also appeared to be pulled to the point of fracture. An additional fracture was noted on the anode coil approximately 160 millimeters (mm) from the terminal pin. The coil was also noted to be stretched in this area. Detailed analysis found the fractures were due to the conductors being pulled to the point of fracture during lead explant.

Event description:
It was reported that this lead was explanted post mortem. There were no allegations against lead functionality at the time the patient expired. Upon receipt at our post market quality assurance laboratory visual inspection noted the lead was fractured and detailed analysis was performed.